Manufacturer narrative:
TIGER AESTHETICS MEDICAL COMPLAINT#: (B)(4). AT THIS TIME, THE SUSPECT DEVICE HAS NOT BEEN RETURNED FOR EVALUATION. TIGER AESTHETICS MEDICAL WILL SUBMIT A SUPPLEMENTAL REPORT IN ACCORDANCE WITH 21 CFR SECTION 803.56 IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
LEFT-SIDE CAPSULAR CONTRACTURE, BAKER GRADE 4.

Manufacturer narrative:
Tiger Aesthetics Medical Complaint #: (b)(4).Device Evaluation: D6b, D9, G3, G6, H2, H3, H6, H10.Tiger Aesthetics Medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with no discoloration. The device weighed 357.4 grams. No additional observations. Tiger Aesthetics Medical will submit a supplemental report in accordance with 21 CFR section 803.56 if additional information becomes available.